Event description:
It was reported via repair work order that the lock nuts are missing from the lower frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.